Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had an onset of mild aortic insufficiency (ai) on (B)(6) 2021. It was noted that the ai did not exist prior to left ventricular assist device (lvad) implantation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The patient ultimately expired on 18dec2021 due to progressive aortic insufficiency, renal failure, and liver failure (MFR # 2916596-2022-00096). (B)(6) was returned for evaluation (refer to MFR # 2916596-2022-00096); the device operated as expected and the patient outcome was not considered to be device related. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 08nov2020. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas. Section 5 ¿surgical procedures¿ warns that moderate to severe aortic insufficiency must be corrected at time of device implant. This section of the IFU also warns that patients with mitral or aortic mechanical valves may be at added risk of accumulating thrombi on the valve when supported with left ventricular assist devices. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the mild aortic insufficiency the patient was experiencing was thought to have been caused by the device. The patient was experiencing symptoms of dyspnea and volume overload. The patient was managed medically, however the aortic insufficiency did not resolve.